Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the receiver and the transmitter. Dexcom representative advised patient's father to reset the device which was successful for the reported issue. No additional patient or event information is available.